Event description:
It was reported that the patient has been experiencing intermittent knee and back pain since her surgery. Patient has difficulty walking and going up and down the stairs. Patient states that bending at the knee is difficult and painful. She reports to have had 76 physical therapy sessions but it hasn't helped her. Patient is currently following up with her surgeon.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A review of the provided medical records by a clinical professional concluded, ¿review of the available documentation does not demonstrate any factors related to the prosthetic components as responsible for the complaints noted in the event description.¿ the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device is needed to complete the investigation for determining the root cause. The reported event regarding low range of motion involving an x3 triathlon cs ins size4 11mm was not confirmed. The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5550-l-298, triathlon sym patella s29x8mm, lot code: lcd540. Cat. No.: 5510-f-402, triathlon cr fem comp #4 r-cem, code: sxjxx. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, code: bypx.

Event description:
It was reported that the patient has been experiencing intermittent knee and back pain since her surgery. Patient has difficulty walking and going up and down the stairs. Patient states that bending at the knee is difficult and painful. She reports to have had 76 physical therapy sessions but it hasn't helped her. Patient is currently following up with her surgeon.